Manufacturer narrative:
The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4). Related to manufacturer report number: 3011649314-2026-00417 and 3011649314-2026-00419.

Event description:
Event was reported on 03/16/2026. A healthcare professional reported that three tapered implants with different lot numbers experienced a loss of osseointegration in a 66-year-old male patient with a medical history of smoking. This report is for an inclusive tapered implant that was placed on (B)(6) 2023 at tooth number 2. The patient's bone quality was reported as type iii, and oral hygiene was described as good. The patient first reported the issue on (B)(6) 2026, and the occurrence of the event was noted to have happened after final prosthesis delivery. According to the report, the patient experienced pain and infection; symptoms were relieved following implant removal. The implant was removed on (B)(6) 2026. The healthcare provider confirmed that no permanent injury occurred. No fractured components or fit issues were observed. A bone grafting procedure was performed, and the implant was not replaced. The event was reported to the dental office located in bloomfield hill, mi. The device was returned for evaluation.